Event description:
Six month post index procedure, the pt had elective CABG procedure, which was performed due to the left main coronary artery disease (lmca). There was no evidence of mi. The outcome assessment completed and resolved without sequel. This female pt with history of single vessel disease, was undergoing stent placement within de novo, 90% stenosis of the left anterior ascending artery (lad). The lesion was predilated using a 2 x 9 mm balloon at 12 atmospheres. One cypher stent was deployed at 18 atmospheres, and the stent was post dilated at 18 atmospheres. The second cypher stent was deployed at 12 atmospheres, and the stent was post dilated at 18 atmospheres. Both stents overlapped. The result was satisfactory.

Manufacturer narrative:
This is one of two prods on the same pt. MFR report# 9616099-2008-02477. Add'l info will be submitted within 30 days upon receipt.